Manufacturer narrative:
Section a2, a4, a5 and a6: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted; give date: not applicable, as there was no patient contact. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information; however, no further information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that visible marks or scratches were found on the preloaded monofocal intraocular lens (iol) during handling, prior to insertion. There was no patient contact. Directions for use were followed. No unplanned incision enlargement, vitrectomy, or sutures were required. A delay in the procedure was reported, but the length of the delay was not provided. There was no medical attention or medication prescribed outside of standard care. It was reported that the patient is fully recovered. No further information was provided.